Manufacturer narrative:
Product complaint #: (B)(4). Additional information: (B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Is product available for return/analysis? Name of surgeon? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2022 and topical skin adhesive was used. During a cesarean section on (B)(6), the product was used on epidermis. Event date is unknown. The patient could not tolerate the itching and visited the hospital on (B)(6). It was about 28 days after surgery. Then, it was confirmed that the area where the adhesive had been applied had turned bright red. Hydrocortisone butyrate ointment and an antiallergic medicine were prescribed. On (B)(6) 2022, the product was removed at the patient's hospital visit. At the visit on (B)(6) 2022, the symptom subsided. There was no change in the prescription of steroids. Patient was instructed to consult a dermatologist if the patient¿s symptoms worsen in the future. The patient is scheduled to visit the hospital for 1-month checkup on wednesday, (B)(6). The patient demographics: female. Current status of the patient: the patient sees a doctor regularly. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Photo is available. Was any surgical intervention performed? No. Please describe how was the adhesive was applied. Unknown what prep was used prior to, during or after adhesive use? Hydrocortisone acetate ointment and anti-allergic drug after the symptom. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient no.t allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmifemale patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Product lot of product used? Unknown. Is product available for return/analysis? No. Sample will be returned. Current patient status. The symptom was calm down what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.